Event description:
It was observed during the device inspection that the distal head/working channel had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center, the device evaluation was not able to confirm the customer¿s allegation. However, the investigation identified that the distal head/working channel had foreign objects. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.